Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. Furthermore, it was also noted that this lead was dislodged and was confirmed through an interrogation and x-ray. This lead was explanted. Additionally, re-implant will be done once patient is cleared with infection. No additional adverse patient effects were reported.